Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results visual examination of the complaint device revealed the balloon did not have any visual defects and the balloon did not burst. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole found over the ro marker. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner the device was handle, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon popped upon inflation. It was also noticed that the balloon had a puncture at the distal end where it leaked. The procedure was completed with another hurricane rx dilation balloon of a different size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon popped upon inflation. It was also noticed that the balloon had a puncture at the distal end where it leaked. The procedure was completed with another hurricane rx dilation balloon of a different size. There were no patient complications reported as a result of this event.